Manufacturer narrative:
Zimmer biomet complaint (B)(4). Aseptic transfer kit housing part number 89-8510-440-10 lot number 5012130 was not returned for complaint investigation. Therefore, the device could not be visually inspected in an effort to confirm the defect. Design history record review was performed and no issue was discovered during the manufacturing process that could explain the defect reported. A follow-up medwatch will be submitted if the product is returned or if additional information is received.

Event description:
It was reported that the aseptic transfer kit housing part number 89-8510-440-10 lot number 5012130 opened automatically during the surgery. This event was reported by a user to the german health authority bfarm. This event is related to a malfunction that could potentially lead to an infection. There was no harm or injury to patient/operator reported. This event was also reported by the sales representative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Aseptic transfer kit housing part number 89-8510-440-10 lot number 5012130 was returned for complaint investigation. Upon receipt, it was observed a slight deformation of the lid and a watertight issue. However, the locking system was working as intended and therefore the reported event could not be reproduced. Design history record review was performed and no issue was discovered during the manufacturing process that could explain the defect reported. As per customer instructions, the device was sent back to the customer unrepaired with discharge letter.

Event description:
It was reported that the aseptic transfer kit housing part number 89-8510-440-10 lot number 5012130 opened automatically during the surgery. This event was reported by a user to the german health authority bfarm. This event is related to a malfunction that could potentially lead to a sterility issue. There was no harm or injury to patient/operator reported. This event was also reported by the sales representative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if any additional information is received.

Event description:
It was reported that the aseptic transfer kit housing part number 89-8510-440-10, lot number 5012130 opened automatically during the surgery. This event was reported by a user to the (B)(6). This event is related to a malfunction that could potentially lead to an infection. There was no harm or injury to patient/operator reported. This event was also reported by the sales representative. The contact recorded is from the hospital.